Event description:
The patient had a history of hypertensive with no prior history of coronary artery disease or pci, presented in emergency room with inferiolateral stemi. Hemodynamically stable at that time. Patient received ufh and ticagrelor loading dose along with standard acute coronary syndrome treatment in the emergency room. The patient was moved to the cath lab for primary pci.lhc was done through right radial access. The lcx was calcified and the culprit vessel. The lesion was wired and pre-dilated with the 3.0 x 15 nc balloon. The uninflated balloon crossed the lesion without any resistance. The physician then used a resolute onyx 2.75 x 38 mm, the physician inspected the stent before use and there was no issue. Initially little resistance was encountered while the lesion, physician then used a buddy wire. The stent was unable to cross the lesion with the help of buddy wire and so a guide liner was introduced. The stent was unable to cross the lesion. The stent was removed from the guide and physician noticed the stent struts was damaged. Patient was unstable and very restless . The guide was disengaged. Then the femoral access was taken in order get the better guide support. The physician again pre-dilated the lesion with 3.0 x 15 nc balloon at higher pressure. Then a 2.75 x 18 resolute onyx was used. Again it was unable cross the lesion with the help of buddy wire and guideliner. It was reported that the stent struts were damaged. Patient became unstable during the procedure and requiring intermittent CPR and intropic support. Finally timi 3 flow was achieved after ballooning so the procedure was stopped. Patient was shifted to coronary care unit. About 30 minutes after the procedure patient had cardiac arrest and did not revived after 30 minutes of CPR. The procedural images are available in cd. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 28th, 36th and 37th distal stent wraps with numerous struts raised. There was slight damage to the distal tip.

Manufacturer narrative:
Cine image review: the procedural images confirm severe stenosis on a very acute 90 degree bend and then severe stenosis in the distal lcx. The images capture the attempted delivery of the 18mm stent and subsequent balloon inflations. After re-ballooning the mid-cx is dissected but flow is maintained. Calcium is visible in both lad and cx vessel. The cx is dilated but does not fully release with pre-dilatation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.